Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia procedure, an unspecified injury to the stomach occurred while using the force bipolar instrument. The tips of the instrument jaws were found by the customer to be misaligned when fully closed. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to intuitive surgical, inc. For evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.